Manufacturer narrative:
Follow up 08-sep-2015: ptc results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a product issue. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after approximately 4 years, during laparoscopy it was noticed that left coil was exposed and was not where she would expect it to be (interpreted as device dislocation). She also had pain in her lower left side, near her ovary and there was a suspicion that she had a ruptured ovarian cyst. A full hysterectomy was scheduled but not performed yet. The device dislocation is listed while the ruptured ovarian cyst is unlisted in the reference safety information for essure. In this particular case, the diagnosis of device dislocation and suspicion of ruptured ovarian cyst occurred during essure use. Considering the compatible temporal relationship and lack of alternative explanation, the causal relationship between essure and device dislocation is related. However, considering the localized action of essure in the fallopian tubes, it is unlikely that essure would cause a ruptured ovarian cyst. This case is regarded as incident since a surgical intervention will be required. Additional non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0265, awareness date 13-aug-2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert) in 2011. In 2011 the consumer was convinced by her doctor that essure was the best form of birth control for her. She has a latex allergy and she had a pe (interpreted as pulmonary embolism) with her first pregnancy. Her options were limited. Recovery was fast. The 3 month test showed it worked properly. About 6 months it was in, she was having horrible periods, insane cramp, huge clots, extreme fatigue and mood swings. She had no idea what was causing it. As time went on, she began to have odd bloating. She would look 8 months pregnant after eating. In 2013 she saw a new obstetrician/gynecologist who told her that all of this could be due to essure. Consumer could be allergic to the metals. That test came back negative. The obstetrician/gynecologist switched to another practice soon after and consumer never saw her again. No true answers. Had many trips to the emergency room. Consumer saw a gastroenterology and went through 2 colonoscopies and upper gastrointestinal endoscopy, hida scan, blood work, x-rays and ultrasounds. Everything came back fine. She was diagnosed with lbs (interpreted as irritable-bowel syndrome). In (B)(6) 2015 consumer began to work extremely hard to shed some weight to help ease her issues. She lost 551bs. She could breathe better but her symptoms didn't change. She began to feel a sharp pain in her lower left side- near her ovary. Looking back, she thinks her weight loss caused a shift in her left coil. She continued to have all of her symptoms and in late (B)(6) 2015 it became extreme. During and after sex, she had some of the worst pain of her life. Her left ovary area felt like it was being stabbed and twisted. Consumer went to the doctor 3 days later because the pain was intermittently still there. She was sent to the emergency room. Again nothing was really found. Possibly a cyst that had already ruptured but they weren't sure. No one ever seemed to have an answer. Her hair was falling out and had become embarrassingly thin. She was always sore. She dread her period because she was confined to her house. Tampons couldn't hold the giant clots that constantly came out of her. She went through so many pads along with tampons. Consumer found her current obstetrician/gynecologist (who still didn't think essure caused any of this) and she did a laparoscopy. She said her left coil was ok but was now exposed and was not where she would expect it to be. A week after this procedure her pain was getting worse. The physician chose to do a CT next to see if any damage was done during her procedure. No new damage was found. At follow up, physician said. "Could this be causing your pain? Yes. Do I think it is causing your pain? No. All we have left is a full hysterectomy to get the essure out". So at (B)(6) consumer will be having a full hysterectomy and will only be keeping one ovary. Her surgery is scheduled for (B)(6) 2015. She stated she hated what essure has done to her. She was positive this hell was caused by essure. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after approximately 4 years, during laparoscopy it was noticed that left coil was exposed and was not where she would expect it to be (interpreted as device dislocation). She also had pain in her lower left side, near her ovary and there was a suspicion that she had a ruptured ovarian cyst. A full hysterectomy was scheduled but not performed yet. The device dislocation is listed while the ruptured ovarian cyst is unlisted in the reference safety information for essure. In this particular case, the diagnosis of device dislocation and suspicion of ruptured ovarian cyst occurred during essure use. Considering the compatible temporal relationship and lack of alternative explanation, the causal relationship between essure and device dislocation is related. However, considering the localized action of essure in the fallopian tubes, it is unlikely that essure would cause a ruptured ovarian cyst. This case is regarded as incident since a surgical intervention will be required. Additional non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.